Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient that looked away at fourteen percent of treatment completion but it wasn't long enough for the laser to time out, but somehow the treatment got aborted. The same treatment was loaded and fourteen percent shot onto gauze and the rest of the treatment was finished on the patient's right eye.

Manufacturer narrative:
Additional information provided. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review can confirm treatment was interrupted at 34%. Logfile shows treatment was interrupted because the laser pedal was released. Treatment was restarted and completed to 100%. All laser system functions were within specifications at this day. Surgeon interrupted treatment because patient looked away. Treatment was restarted and completed to 100%. The manufacturer internal reference number is: (B)(4).